Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. The customer stated that the insulin pump alarmed during normal use of the insulin pump. The customer would change the infusion set, but, within one to two hours, the insulin pump alarmed again. The customer stated that her blood glucose was high. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was unable to perform troubleshooting because the alarm had already been resolved by a complete set change. The customer was advised that the insulin pump would be replaced. The customer did not return the product for analysis.